Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty and six (6) days later was revised do to a screw fracture causing all screws to fracture and implant to migrate. It is unknown what caused the glenoid screw to fracture which led to all screws fracturing. The tip of the broken peripheral screw was retained.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00739, 0001825034-2022-00740, 0001825034-2022-00741, 0001825034-2022-00742 and 0001825034-2022-00743. Medical products: item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: unknown, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: unknown, item#: unknown, unknown central screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested from hospital but per hospital policy was not released to the customer. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4 (expiration date, UDI), d6a, g3, h2, h3, h4, h6 the reported event was confirmed by review of the provided photographs and radiographs reviewed by a healthcare professional. The photos identified the explanted bearing and tray still assembled and the baseplate, taper, and glenosphere still assembled with 3 peripheral screws and a central screw fractured. The bearing does show wear, secondary to the disassociated glenosphere abnormally rubbing. The radiograph review identified that the threaded glenoid screws appear abnormally positioned with respect to the glenosphere, with the mid to distal portions of the screws angulated superomedially whereas the bases of the screws attaches attached to the glenosphere are oriented inferomedially. There are fractures noted through at least the inferior 2 screws with separation from the bases. Possible periprosthetic lucencies surrounding the superior screws was noted, though limitations in the image quality make this difficult to determine. Remainder of hardware is intact. Likely secondary to the fracture/loosening, the epicenter of the glenosphere is somewhat superiorly positioned and the inferior portion of the glenosphere is in contact with the humeral tray. There also may be some detachment of the inferior portion of the glenoid from the adjacent bone. Bones appear well-mineralized.review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one (1) year post implantation of a right reverse shoulder arthroplasty, the patient underwent a revision due to fracturing of all of the glenoid screws, resulting in the glenoid component to pull away from the bone. The cause of the fractures is unknown. The tip of the fractured peripheral screw was retained; unknown which screw. No screw lot numbers are available as they reportedly came from the hospital's screw caddy. Attempts have been made and there is no additional information available.